Event description:
It was reported that following an ablation procedure using a non-(B)(6)sheath the patient experienced bilateral bruising at the access site. The procedure was completed on (B)(6) 2023 and the bruising was stated to have started on (B)(6) 2023. The access site was clean, dry, and intact with no redness or tenderness, heat or excess pain. Clinical staff ruled out infection. The bruising was changing colors and there was some "puffiness" noted. The bruising resolved on its own with no intervention. No further patient complications were noted. The device is not expected to be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).